Event description:
New information notes that the patient was fine post-procedure.

Event description:
It was reported that the patient received multiple inappropriate shocks. Therapies could not be turned off as the device was in backup vvi mode. Abnormal signals on ventricular channel were also noted. Device was explanted and replaced. No further information was available.